Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported thrombus could not be determined. The reported image resolution poor was associated with suboptimal view of the left atrium. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4, rotated heart, and an enlarged atrium. It was noted the patient was anticoagulated with a heparin alternative (orgaran) due to heparin induced thrombocytopenia. After a mitraclip xtw was steered down to the valve, thrombus was observed. The clip delivery system (cds) was removed and the thrombus was observed in the right atrium (ra). For treatment, additional medication was administered. Aspiration was also performed and the thrombus was successfully removed. The clip was then reinserted and deployed on the mitral valve without further issues, reducing mr to a grade of 1-2. It was noted imaging was challenging during the procedure. There was no clinically significant delay in the procedure. No additional information was provided.